Event description:
It was reported that the pump touch screen was "too dim and unreadable." There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use the current pump for insulin therapy.